Event description:
Complainant alleged that the medics were setting up the device for possible patient (age and gender unknown) use, but upon power-up, the device screen displayed a "status 56" error message. There was no indication from the complainant of any adverse effect on the patient as a result of the reported malfunction.